Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cgm high blood glucose alert did not enunciate as anticipated. Reportedly, the alert was delayed by 5-9 hours. There was no reported impact to the customer's blood glucose level. Additional information was not provided.